Event description:
The customer reported obtaining differential vote outs (no results generated) for abnormal ii controls and pc2 (partial clog 2) error message on patient samples on the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse replaced and adjusted the sample sheath regulators, and the differential pumps. The fse also replaced the differential pak, but the abnormal ii control r-flagging or vote out was unresolved. Another fse returned to replace and to adjust the differential pumps again (erythrolyse ii reagent pm6 and pm7 pumps). The fse found that normal and abnormal I controls passed, and abnormal ii control passed with r-flags or vote out for differential parameter. The fse took apart the blood sampling valve (bsv) and found that the port for the differential mixing chamber was occluded with dried blood. The fse flushed and cleaned the port. The fse verified that the entire differential sample was getting to the differential chamber, and the pc2 error message was resolved. The fse performed verification and vcs optimization and indicated that the differential r-flag or vote out on the abnormal ii control remained unresolved. (B)(4).